Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a rectal resection, when using the device to staple and cut the rectum tissue, they 1st used a 60mm reload with the power handle after firing the reload they tried to fire 2, 45mm reload. The reload made only a few movement, then it stopped. They used a manual handle for the 3rd reload without issue. There was no patient harm.